Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer reports they were stuck by the used needle when deploying the safety mechanism.

Manufacturer narrative:
Submit date: 02/16/2016. The device history record (DHR) for lot 517561 indicates that there were no issues found in all samples inspected from the lot. There were no samples submitted with this complaint. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The most likely root cause is failure to properly initiate (activate) the safety shield. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the inspectors randomly check for shield stalling/lock failure¿s following quality and inspection standards. The product monitoring group will reinforce these requirements with the customer: per the instruction for use step 6 states to perform injection or aspiration of body fluid according to local standard procedure and aseptic technique. Step 7 sates: immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times or press the safety shield, lever side down onto a flat surface to cover the needle and lock the shield, i.e., bedside table. As per step 8: safety needle is locked once the needle tip is completely shielded. Verify locked position though audible and tactile click. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.